Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline prosthesis. (B)(4).

Event description:
On (B)(6) 2018, unknown mentor saline prostheses were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a device can be characteristic of an issue requiring removal of the device from a patient¿s body. As a result, this will be conservatively reported to FDA . (See 1645337-2018-03149 for the contralateral prosthesis report)

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 5/30/2018. Device evaluation summary: on 4/27/2018, unknown mentor saline prostheses were received by the mentor failure analysis lab with no accompanying information. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a crease on the anterior aspect and extending to the posterior aspect. Shell abrasion was also observed on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. There is no complaint information attached so is not possible to confirm any failure on the device returned. There is not a root cause to determine at the moment. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).